Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned device for alleged rewind anomaly, unresponsive keypad, no delivery and failed battery test found on october 13, 2022. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The device passed the keypad voltage test. All buttons were tested for their functionality and all passed. Test p-cap and reservoir locked properly into the reservoir compartment. No rewind alarms, alerts, or anomalies were noted in the device memory. No failed battery test or battery alerts, alarms, or anomalies were noted during testing. No delivery alarm was not noted during testing. Successfully downloaded device history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No delivery alarm was not noted in the device history files or traces. No failed battery test or other relevant battery alerts were noted on the event date in the device history files or traces. Device was cut open to perform visual inspection and found moisture damage on the motor flex cable. Force sensor zero offset within specifications (23.7 millivolt). The following were also noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, and corroded battery tube. No delivery, failed battery test, rewind anomaly, and unresponsive keypad were not confirmed during testing. Moisture damage was confirmed found in the battery tube and on the motor flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer reports pump was rejecting battery. Insulin pump had a no delivery alarm and insulin pump buttons less responsive. Customer reported that pump was louder on rewind. No harm requiring medical intervention was reported. Troubleshooting was not performed. Product will not be returned for analysis.